Manufacturer narrative:
Fse arrived at the site to address the reported event. Fse confirmed the error by reviewing the error log and reproduced the error by performing the "all set home" command. Fse replaced the s071 pip electric board to resolve the issue. Fse was subsequently able to run daily and quality control (qc) without issue. No further issues were noted. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number from (B)(4) from 16nov2018 to aware date 16dec2019. There was one similar complaint identified during the review period. The a1a-900 operator's manual under section 12- flags and error messages was reviewed. 4193 s.loader-x3 home overrun: the aia-900 operator's manual indicates that the 4193 s.loader-x3 home overrun error occurs when the home sensor s0701, which is not supposed to be activated after the sample loader x3-axis moves, was activated. The operator is instructed to remove the impediment or other cause of the error, check s0701 and also check to see the cause of slipping, and so on, that occurs when pm072 moves to the limit side. The most probable cause of the reported event is pending investigation completion

Event description:
The customer reported receiving the 4193 s. Loader x3 home not found error on their aia-900 analyzer. The customer performed the "all set home" command, but the error persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle-stimulating hormone (fsh) and luteinizing hormone (lh). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Correction: g4

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. One pip board was returned to instrument service center or evaluation with no shipping damage. Functional testing of the pip board failed. The reported event was confirmed. The most probable cause of the reported event was due to a faulty pip board.